Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of continu-flo solution sets leaked. The process step at which the issue occurred was not specified. There were no reports of patient injury or medical intervention associated with these events. No additional information is available at this time.